Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins). The patient was at 1.5 volts and had to increase the stimulation to 5.05 volts on (B)(6) 2013 before they could feel the sensation as before. It was reported that the ins was charged and there were no falls or trauma associated with the event. It was noted that the patient only had one program to choose from on their programmer. Addition information received on the same day reported that the patient experienced a loss of therapeutic effect. The patient stated that their ins was ¿not functioning properly¿. It was noted that the patient normally operated at 1.5 amp and confirmed that they had to increase to 5.05 amp over the past several days. The patient stated that they only felt ¿tingling¿ but noted that they were getting the same amount of relief at 5.05 as they were getting at 1.5 amp. This issue started 6 days ago. It was also reported that the patient had spoken to their healthcare professional (hcp) yesterday. Further information received again on the same day reported that their ins needed adjustment ¿because it was malfunctioning¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. See manufacturer¿s report # 3004209178-2013-11287 for device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the first device malfunctioned. The patient had to keep increasing voltage to get any relief and that went on for a week. One day he got up and it stopped functioning and it was dead. The patient said it stopped working two months before it was replaced because he had to wait for the insurance. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type programmer, patient. Product ID: 37752, serial# n (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp who reported the device was at 8 years. No complaint issues.